Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from april 17, 2019 - april 19, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. The device¿s medication deliver rate was not as expected and was taking longer than expected to complete the infusion. The device was filled with fluoruracil. There was no patient injury or medical intervention associated with this event. No additional information is available.